Event description:
During an arthroscopy, while using the meniscal sewer, the end piece broke off inside the patient's knee. Piece was retrieved with a grasperdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-92. Service provided by: other. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other. Conclusion: device failure occurred but not related to event, other. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device returned to manufacturer/dealer/distributor, other. The device was not destroyed/disposed of.